Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 11/24/2014 with the following results: keypad torn/punctured causing keypad to leak. 'Ok' key malfunctioning. No evidence of contamination under contacts when keypad was removed. Opened pump, evidence of moisture observed on keypad flex. Unrelated to the complaint, the battery compartment is cracked at opening and is leaking and the display is dim/faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.